Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm for eight times and battery was getting low. Customer was able to clear the alarm and unable to complete rewind. No harm requiring medical intervention was reported. Customer will discontinue the use of the insulin pump. The device will be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned device for an alleged low battery life or low battery alert and an error in the motor was detected by reading unexpected value from hall sensor found on october 26, 2022. The device passed the self test, active current measurement and sleep current measurement. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and displacement accuracy test due to a constant no motor movement or negligible movement. Retries to free a stuck motor failed. During the rewind test. The device was monitored for several hours and no unexpected low battery life or low battery alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: october 26, 2022 19:59:25.000 october 26, 2022 20:22:28.000 failed batt alert/battery failed alarm was recorded and found in the formatted history file on: october 26, 2022 19:57:10.000 october 26, 2022 19:57:26.000 upon checking on the power data/detail trace file, failed batt alert/battery failed alarm was expected since the battery has low/no power. The customer may have used a low/depleted battery. An error in the motor was detected by reading unexpected value from hall sensor. Was recorded and found in the formatted history file on: october 26, 2022 19:56:44.000 october 26, 2022 20:03:06.000 to october 26, 2022 20:45:51.000 october 27, 2022 22:46:12.000 this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement.was recorded and found in the formatted history file on: october 26, 2022 19:55:03.000 october 26, 2022 20:45:55.000 no motor movement or negligible movement. Retries to free a stuck motor failed. Was recorded and found in the formatted history file on: december 19, 2022 06:52:19.000 december 22, 2022 08:09:27.000 january 03, 2023 08:23:24.000 no device error 37, 39, 41, 42, 79, 80 and 82 alarm recorded in the formatted history file for the event date. Device was cut open to perform visual inspection and found a corroded motor home switch. Corrosion was found on the electric board , and force sensor. No corrosion or moisture damage found on the vibrator¿assembly noted. An error in the motor was detected by reading unexpected value from hall sensor, this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement.and no motor movement or negligible movement. Retries to free a stuck motor failed. During the rewind test were confirmed due to a corroded motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Low battery life or low battery alert was not confirmed an error in the motor was detected by reading unexpected value from hall sensor , this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. And no motor movement or negligible movement. Retries to free a stuck motor failed. During the rewind test were confirmed due to a corroded motor home switch. During visual inspection, corrosion was also found on the electric board, and force sens. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.